Manufacturer narrative:
Patient information has been requested. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station failed to provide an asystole alarm on (B)(6) 2018 between 21:30-22:00 and the patient expired.

Manufacturer narrative:
Although a philips field service engineer (fse) could not duplicate the reported alarm failure, philips cannot rule out a malfunction of the device. The customer biomedical engineer (biomed) had checked equipment and it was operating appropriately. A philips complaint investigator attempted to obtain further information on this case, however, no further information was provided. No parts have been ordered and no repair was found to be initiated. We will consider that the device remains in use at the customer site, as no subsequent calls have been logged from this customer for this device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.